Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-19327. It was reported that the patient presented with a pocket infection approximately two weeks after implant. The pacemaker, left ventricular and right atrial leads were explanted. The patient was in stable condition.